Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed primary audible alarm power on self-test. Functional testing was performed. The cause was identified to be the interconnect board. The interconnect board was replaced and the device passed all testing.

Event description:
It was reported that the device's primary audible alarm repeatedly alarms after gluing j9 connector. There was no patient involvement.